Event description:
It was reported that the ventricular lead was replaced due to high thresholds, no capture and impedance issues. The atrial lead was replaced due to undefined resistance and over sensing, sensing difficulties and an apparent fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.